Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, we were putting together the tibial nail using the nail holding screw. When we checked our alignment using the targeting arm we noticed we were approx 10 degrees off. We disassembled the targeting arm and nail and the surgeon reassembled the targeting arm and the nail. The alignment was checked again. The alignment was better but still off line. We then inserted the nail and when we tried to target the first proximal screw we experienced friction. We tried to align first 2 oblique screw holes with targeter and both had friction. Went to the distal screw holes and we implanted those using the free hand technique. We made a third attempt using the targeting arm to implant the oblique screw holes which still had friction. We attempted to implant the proximal screws freehand with friction. The surgeon made due with the friction and 2 proximal screws were implanted. Results were 4 screws in the nail everything was implanted securely. No adverse effects at this time.